Event description:
Customer reported that their gem premier 4000 reported several glucose results of "< 4 mg/dl" (flagged as below instrument's reportable range). The pt in question was in for valve repair surgery and became confused, and unable to respond to certain questions prior to the procedure. The customer had never seen glucose values as low, but it complained the pt's mental condition (e.g. Unable to answer questions). Note: samples from this pt were assayed on 3 different gem premier 4000 analyzers, and all gave the same results. The pt was given glucose, which brought the glucose value to around 200 mg/dl. Ultimately, the pt died.

Manufacturer narrative:
The pt death is not being attributed to the gem premier 4000, and there is no indication that the instrument malfunctioned or reported incorrect results. The cause of the pt demise is unk, but per the customer, there were multiple complications during surgery including pulmonary embolism. The event is being put on record with the FDA due to the pt's outcome only. No remedial action is indicated.